Manufacturer narrative:
Encore received a request to ship parts to the hospital to replace those used in surgery. Encore is currently pursuing add'l info on the event.and will submit any new info when it is received.

Event description:
Revision surgery, reason unk.